Manufacturer narrative:
The initial reported event of infection was received on 2016-10-17. Of note the serious injury is normally submitted via an alternative summary report that would have been due on (B)(6) 2017. Information was subsequently received on 2017-01-12 and revealed an out of specification analysis finding. As this new information does not qualify for summary reporting, this report is therefore being submitted as a bimonthly report. Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Concomitant medical products: 407652 lead, implanted: (B)(6) 2005.

Event description:
It was reported that the device system was explanted due to an infection. The patient's right atrial (ra) lead and left ventricular (lv) lead were returned to the manufacturer, analyzed, and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.